Event description:
The customer opened a box of contour test strips and the bottle was already open. No adverse event was alleged. The customer returned the strips for investigation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The returned reagents gave e11, an average of 26mg/dl high out of spec with control, and an average of of 2mg/dl high out of spec. With blood.

Manufacturer narrative:
Testing of the returned strips gave an e11 error code, and blood results that were an average of 26mg/dl high out of spec. Two control readings were high out of range by 1 and 2mg/dl. The e11 error code and high results were most likely due to the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box. The retention lot# gave satisfactory performance.